Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was too fast or too slow and they had to have their device adjusted. The device remains in use. No further patient complications have been reported as a result of this event.